Event description:
It was further reported that one of the patient¿s previous overdischarges was on 2009-(B)(6).

Event description:
Additional information received reported that the cause of the event was multiple overdischarges. It was noted that the event was due to premature battery depletion due to multiple overdischarges. It was noted that the device was replaced on (B)(6) 2014. It was noted that the patient did not receive scs therapy as well as the implantable neurostimulator (ins) would no longer take a charge. It was noted that the patient outcome was no injury. It was noted that the patient did not require hospitalization as a result of the event.

Event description:
It was reported that there were telemetry issues. The patient let their device discharge. They were jump-starting the device at the time of the report. The patient last felt stimulation two weeks prior to the report and the last time they charged their device was about a month prior to the report. The patient had had two previous over-discharges. At the time of the report they were 1 hour into a physician recharge mode. It was further reported that over-discharge was confirmed. It was noted that this was the second over-discharge. A physician recharge mode (pmr) was performed and this did not successfully reset the device. It was noted that an end of service (eos) occurred and the battery would be replaced. There was no diagnostic testing or troubleshooting performed but it was noted that some would be performed in the future. The cause of the event was eos due to multiple over-discharges. It was further reported that this was the second over-discharge for the patient. The device was recharged for 2.5 hours and it only said power on reset (por) but it then flipped over to saying end of service (eos). It was noted that the patient saw the eos message a month prior to the report but not a por. During the recharging on the day of the report they had close to 8 coupling bars but the battery wasn¿t at 25% full so they couldn¿t do a clinician programming session yet. It was unknown if the patient would have replacement surgery. It was further reported that the patient was experiencing a loss of stimulation and their normal pain was present. It was noted that the replacement surgery had not been scheduled yet. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 3888-45, lot# v195596, implanted: (B)(6) 2009, product type: lead. Product ID: 3487a-45, lot# v165192, implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), implanted: (B)(6) 2009, product type: programmer, patient. Product ID: 3487a-45, lot# v170864, implanted: (B)(6) 2009, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2009, product type: recharger. Product ID: 3888-33, lot# v191588, implanted: (B)(6) 2009, product type: lead. Product ID: 37082-20, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).